Event description:
It was reported that the patient presented for follow up with oversensing and noise on the right ventricular (rv) lead. Testing in office could not reproduce the oversensing. Reprogramming of the sensitivity was completed and the lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).